Event description:
Medtronic received information that four months following the implant of this bioprosthetic valve, the valve was explanted due to mitral stenosis and thrombus on the ventricular side of the cusp. Echocardiogram results revealed a mean gradient of 16mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the outflow. A large puncture through the tunica of the right cusp adjacent to the right non-coronary inferior coaptive area was consistent with puncture or laceration by a sharp instrument such as a forceps. A small tear in the tunica of the left cusp appeared to have occurred during explant. All commissures were intact. A remnant of pannus remained attached to the tissue and base stitching adjacent to the left and right cusp into the left right inferior coaptive area. Traces of pannus were noted along the inflow of the sewing ring. Pannus covered the back and top of the left right stent post, onto the commissural area and top of the left right commissure, extending to the inner outflow rail adjacent to the left and right cusps. A thin layer of pannus remained attached to the top of the non-coronary left stent post, partially extending to the inner outflow rail of the non-coronary cusp. Tan thrombotic host tissue filled and stiffened all leaflets on the outflow. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to pannus and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(6). (B)(4).